Event description:
The customer reported the external paddles discharge buttons do not work. There was no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported the external paddles discharge buttons do not work. There was no reported pt involvement. The customer tested the device with another set of paddles and worked fine. The paddles were replaced to resolve the issue. The paddles were not available for evaluation. We will consider this a malfunction of the external paddles where the discharge buttons did not work.